Event description:
It was reported that the device had a "blank" display. The device was stored in high temperature. The screen was reported to recover once the device was returned to normal room temperature. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.